Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, d8, e, g2, h6: clinical code, medical device problem code, component code, investigation findings and investigation conclusion. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Concomitant products : logic femoral ps cem right sz 1 (cat# 02-010-01-0310 / serial# (B)(4)). Lgc tibial fit tray cem sz 1f / 1t (cat# 02-012-45-1010 / serial# (B)(4)). Three peg patella 29mm (cat# 200-02-29 / serial# (B)(4)). Holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4)). Collar fixation pin 2pk 40mm, quick release (cat# 201-78-82 / serial# (B)(4)). 3" drill bit, mod. Hex 2 pack (cat# 201-78-89 / serial# (B)(4)). Stryker kms2212f.m62 90x13/22x1.19mm (cat# 203-96-51 / serial# (B)(4)). As reported by legal brief, on or about (B)(6) 2017, the surgeon implanted the exactech optetrak into the right knee of patient. On or about (B)(6) 2022, the patient underwent revision surgery to remove the optetrak and replaced it with another implant. No other information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
As reported by legal brief, on or about (B)(6) 2017, the surgeon implanted the exactech optetrak into the right knee of patient. On or about (B)(6) 2022, the patient underwent revision surgery to remove the optetrak and replaced it with another implant. No other information is available.